Manufacturer narrative:
No sample has been returned for evaluation for the report of bad cutting therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. As a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A doctor reported that multiple knives exhibited worse cutting. Procedure details information is unknown. Alternate knives were obtained in order to perform the procedures. There was no impact to any patient. Additional information received clarified that the knives were not cutting smooth and easy during surgery.